Manufacturer narrative:
(B)(6), the dealer, called to report the incident only. There were no allegations against the subject wheelchair of a malfunction or defect that caused or contributed to the adverse event. There was no request for wheelchair parts since there were no failed items that needed to be replaced. (B)(6) stated the only damage to the wheelchair was cosmetic and requested that sunrise medical document the incident. Sunrise medical is filing this MDR to report the injury only. The present condition of the end user at the time of this filing is unknown. As there were no allegations of deficiency in the subject wheelchair, this incident was deemed by sunrise medical's regulatory and quality team as accidental. There will be no further investigation performed by sunrise medical.

Event description:
Per the dealer (B)(6) at (B)(6), on (B)(6) the patient was crossing the street with his wheelchair and hit a divot in the road causing the wheelchair to flip over. The patient broke his clavicle and was admitted into ICU for fluid around his lungs.